Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was unable to charge using the tandem-provided usb cable. Additionally, the customer received a power source alert after plugging the pump into a wall outlet using the tandem-provided wall adapter. The charging issue led to the pump shutting down. The customer's blood glucose (bg) was 224 mg/dl. Reportedly, the alert cleared and the pump successfully began charging after the customer used an alternate wall adapter and usb cable to charge the pump.